Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. According to the gore® tag® thoracic endoprostheses instructions for use, potential adverse events that may occur and/or lead to intervention include aneurysm rupture and death.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair of a thoracoabdominal aortic aneurysm using gore® tag® thoracic endoprostheses. On (B)(6) 2016, a procedure occurred whereby a gore® viabahn® endoprosthesis was implanted in the superior mesenteric artery to extend a previously implanted graft (unknown manufacturer). On (B)(6) 2019, computed tomography imaging showed an unstable type ii endoleak at the level of the mid/distal thoracic aorta, with evidence of rupture of the aneurysm and bleeding into the left pleural space. After discussion with the patient about endovascular repair vs open repair vs comfort measures, the patient elected for palliative care consult and to pursue comfort measures. The patient expired on (B)(6) 2019.